Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the accessory failed to meet its labeling specifications. There was no patient involvement. The root cause was determined to be an issue at the manufacturing/ packaging of the kit. The component (kit) was replaced. There was no patient or user harm.

Event description:
Customer is concerned that product is past expiry date. The expiry date on hamilton sticker appears to be in-date. However marking on packaging indicates different expiry date that is past. Please see attached photos. Clarification is needed on which expiry date is correct. Dt would like to confirm whether this is isolated to only this batch/lot. Or if it could be a more widespread issue. This has potential to be a market action. The hamilton breathing circuit ncpap lines are out of date and need to be replaced. I have been notified today of an issue with the following: hamilton-bc8010 breathing circuit set, ref (B)(4) - lot 1900017178 expiry date of 2025-08-26 the below is original query/complaint by customer: "the bc set contains a pressure line inside but in separate packaging. Pressure line for ncpap 1.60m - ref (B)(4) - lot 1900017011 manufacture date 2020-08-20 (on sticker) expiry date - 20220312 (stamped on the packaging) lot m 20022501 (stamped on the packaging)"